Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that during registration, the instrument provided intermittent tracking. When the operating room team swapped for a second straight suction, the system functioned as intended. All other instruments functioned normally. No further troubleshooting could be completed at time of the call. Patient impact unknown. No further information available. Additional information was received. It was reported that the site couldn't get their straight navigated suction to register. They had another set in the room that set registered immediately. The suction was bent.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). F26: no patient impact f1908: 30 second delay a0709: intermittent tracking a05: bent suction h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.